Event description:
It was reported that a spectrum infusion pump had a door latch problem. During baxter's evaluation of the device, the device alarmed "door not fully latched". It was also reported that there was no pt incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the report symptom "'door not fully latched' alarms". Evaluation found that the force required to secure the door was above expected levels. The door hooks and latch pins were replaced.